Manufacturer narrative:
The following devices were also listed in this report: trident 0° x3 insert 36mm ID; cat#: 623-00-36e; lot#: mnpd6d. Unknown 36 +0 biolox head; cat#: unknown; lot#: unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's hip was revised due to groin pain. Patient was revised to a competitor shell and biolox head.